Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filled accordingly.

Manufacturer narrative:
(B)(4). Device history record (DHR) was reviewed and no discrepancies were found. Complaint sample was evaluated and the reported event was confirmed. The returned device was evaluated and the device evaluation showed that the optipac canula was obstructed by cement, which prevented the monomer to flow into the optipac cylinder. The most likely root cause is a user error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Please refer to report 3006946279-2017-00274.

Manufacturer narrative:
(B)(4). The product within this report is a combination product. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the monomer liquid could not be sucked into the cartridge. No further information has been made available at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The investigation was reviewed and the root cause could not be determined. However, this complaint could be reopened if further information is received later. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that the monomer liquid could not be sucked into the cartridge.